Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Scratched lcd window noted during visual inspection. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.